Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, bending section crack, insertion tube crack, white plastic distal end cover, instrument channel leak, and white insertion tube were observed. In addition, scratches and dents found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii colonovideoscope protective sheath on the distal tip is missing. The event occurred during reprocessing and there was no patient involvement, no harm or user injury reported due to the event.